Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer's screen shut down and was black, however there was an high temperature log recorded which may be the cause of the screen shut down. It can be due to the system fan which could have caused the overheat. The screen shutdown was unable to recreate during analysis. Analysis was unable to confirm the customer comment that the programmer was unable to save to the universal serial bus (usb). The programmer was able to save to universal serial bus (usb) by changing the setting to "save to pdf". Analysis was able to confirm the customer comment that the fan was very loud. It was noted that the power cord bay tabs was broken. It was further noted that both the keyboard hinges were broken. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software an d the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's screen shut down and was black. It was noted that the programmer was unable to save to the universal serial bus (usb) and the fan was very loud. There was no patient involvement.